Manufacturer narrative:
It was reported on (B)(6) 2019 by a clinic that this lead was capped on (B)(6) 2017 and replaced due to fracture. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise noted on lead during device interrogation. Patient received multiple shocks. Disabled tachycardia therapy. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.